Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support the malfunction was cleared, however the pump battery was subsequently unable to charge. The customer's blood glucose (bg) level was 380 mg/dl. Reportedly, the customer reverted to an alternate insulin pump for insulin therapy.